Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. Returned reciproc blue file r25 8/100 31mm is actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1363522, #1363310, #1352594, #1352907 and #1353241). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that two reciproc blue files broke during use. The separated pieces could not be retrieved and were incorporated into the filling.